Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that there are 4 physicians that have had trouble with the catheters not staying in the ventricle. It was also indicated that the physicians feel that the distal tip is ¿stiffer¿ than the catheters they have used in the past with the same product number. There have been no reported patient complications.